Event description:
Complainant alleged that the clinicians were performing an elective cardioversion on a male patient who was in his fifties. The clincians delivered one shock at 50 joules, but upon delivery of the second shock at 360 joules, the clinicians observed a glow emanating from under the the sternum pad. The complainant indicated that the patient's heart rhythm was converted upon delivery of the second shock. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfuncition.